Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('examination of the metallic material within the myometrium demonstrates what appears to be coiled metal wires') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included menorrhagia, dysmenorrhea, uterine fibroids, chronic cervicitis, adenomyosis and leiomyoma nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: essure tubal coil was threaded through with 3 coils left at the end of placement the same was done for the left side, again, 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the right fallopian tube is appropriately occluded. However, contrast did pass through the left fallopian tube beyond the end of the essure device and to the fimbriated end of the tube and spilled into the peritoneum. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('examination of the metallic material within the myometrium demonstrates what appears to be coiled metal wires') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included menorrhagia, dysmenorrhea, uterine fibroids, chronic cervicitis, adenomyosis and leiomyoma nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: essure tubal coil was threaded through with 3 coils left at the end of placement the same was done for the left side, again, 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the right fallopian tube is appropriately occluded. However, contrast did pass through the left fallopian tube beyond the end of the essure device and to the fimbriated end of the tube and spilled into the peritoneum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.